Event description:
Report received from (B)(6) stating that the device was heating up. It is unknown if the device was being used during surgery. It is known that no pt or user injuries or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "heat" was not confirmed. Reliability engineering evaluated the device, and the reported heat could not be duplicated because the unit was frozen and would not rotate due to a damaged gear box. The condition of the device is consistent with improper cleaning and/or immersion in water. If additional information is received, a supplemental report will be sent. (B)(4).